Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported they had one bad battery that only lasted 9 months. This was replaced. No patient symptoms or further complications were reported as a result of this event.